Event description:
Initial assessment identified an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2009 during drain cycle 2. The ultrafiltration (uf) volume was 1715 milliliters (ml). The uf and approximate volume drained, combined with the fill volume equals 2915ml. This drain meets iipv criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.